Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was informed to reach out again if any malfunction codes appear in the future.